Event description:
It was reported the camera head wire was broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's request of "wire is broken" / disconnection was not confirmed. However, the device evaluation found there is a tear in the camera cable. Additionally, the camera cable, image unit, and video connector have fluid invasion and there is corrosion at the electrical contacts of the video connector. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, no nonconformities were found. A definitive root cause cannot be identified. However, the most probably cause is due to component failure from a tear in the camera cable which led to fluid invasion. To mitigate the risk/harm to the patient, the instructions for use provides the following cautions/warnings: "warning" section of the instruction manual "storage": - when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not rub the camera cable strongly. The camera cable may break. "Precautions for cleaning, disinfection, and sterilization" and "warning" in "storage": there is a possibility that the camera cable may be broken. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a possibility that a hole will be made in the camera cable and the electrical circuit inside the product may be destroyed by water leakage. "Precautions" section in the instruction manual "for safe use_handling and general precautions". Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.